Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause: root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the cataract surgery with intraocular lens (iol) implant procedure, the surgeon noticed scratches at the periphery of the optic of iol. The physician left the iol in as doesn¿t think it would affect the patients visual acuity. Additional information has been requested.

Manufacturer narrative:
Correction: on initial MDR the method code of 4114 was an error. It should have been 4117 on the original MDR. A qualified cartridge and viscoelastic were indicated with an unspecified monarch handpiece. The lens remains implanted. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).